Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for spin al pain. No drug information was provided. It was reported a motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI) procedure. The MRI was not done due to a suspected problem with the device or therapy. The motor stall recovery had occurred. It had not been less than two hours since the patient exited themri field. Telemetry state occurred when the patient had an MRI on (B)(6) 2017. After interrogation with the logs on (B)(6) 2017, recovery appeared. The patient did not have an alarm and did not have any symptoms related to the pump. The representative stated the patient did have a neck injection on (B)(6) 2017 and had neck pain because of that, but the pain was not related to the pump. The issue was resolved with the pump the day of report. The change in therapy/symptoms was considered sudden. The patient had sudden symptoms of neck pain after having a neck injection done. Telemetry state occurred because the pump was not interrogated post-MRI until the day of report. The representative needed to talk to the doctor that was in the room at the time of the call, so the call ended quickly before the representative provided the managing health care provider¿s name.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported they didn¿t know why no alarms went off, but the motor stall was from the MRI on (B)(6) 2017 and didn¿t show recovery until the representative read it on (B)(6) 2017, but there were no symptoms of withdrawal, so it appeared to have recovered right away.